Manufacturer narrative:
Additional information added to: d10. **************************************** the customer¿s report of the tubing broke off at the filter's proximal portion was confirmed during visual inspection. Visual inspection observed that the inlet port tubing was completely broken off and detached from the set¿s micron filter. The filter inlet port pivot was still inside the tubing sleeve. Stress marks were observed on the area where the inlet port pivot was attached to the filter body. No functional testing was feasible due to the damage to the set¿s filter. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The root cause of the broken micron filter inlet port pivot was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported that the tubing broke off at the filter's proximal portion towards the smartsite part, while the nurse was attaching it to the primary set. The event occurred at systemic therapy unit, prior to patient use. A picture of the involved product was provided by the customer.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing broke off at the filter's proximal portion towards the smartsite part, while the rn was attaching it to the primary set. The event occurred at systemic therapy unit, prior to patient use. Picture of the involved product was provided by the customer.